Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device') in an adult female patient who had essure (batch no. (B)(4)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, vulvovaginitis, uterine bleeding, dysuria, absence of menstruation, sexually transmitted infection, thyroidectomy and appendectomy. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), abdominal distension ("bloating"), weight fluctuation ("weight fluctuations"), alopecia ("hair loss"), fatigue ("fatigue"), the first episode of migraine ("migraine headache") and vaginal discharge ("vaginal discharge") and was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), the second episode of migraine ("migraine headache"), bacterial vaginosis ("bacterial vaginosis"), fungal infection ("yeast infection") and vaginitis ("vaginitis"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, vaginal infection, the last episode of migraine, uterine leiomyoma, abdominal distension, weight fluctuation, alopecia, fatigue, bacterial vaginosis, fungal infection, vaginitis and vaginal discharge outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower and back pain had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, bacterial vaginosis, device expulsion, dysmenorrhoea, fatigue, fungal infection, menorrhagia, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, the first episode of migraine, vaginitis and the second episode of migraine to be related to essure. The reporter commented: 4 coils on the left & 3 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-feb-2021: pfs and medical record received- new event expulsion of essure device, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal infection, migraine headache, uterine fibroids, dysmenorrhea (cramping), lower abdominal pain, lower back pain, bloating, weight fluctuations, hair loss, fatigue, bacterial vaginosis, yeast infection, vaginitis, and vaginal discharge were added. Reporter information, medical history and lab test were added. We received a lot number. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device') in an adult female patient who had essure (batch no. 787223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, vulvovaginitis, uterine bleeding, dysuria, absence of menstruation, sexually transmitted infection, thyroidectomy and appendectomy. Concomitant products included ethinylestradiol;levonorgestrel (aviane) from 2009 to 2011, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2012 to (B)(6) 2013 and sumatriptan (imitrex) since (B)(6) 2019. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), the first episode of migraine ("migraine headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), abdominal distension ("bloating"), weight fluctuation ("weight fluctuations"), alopecia ("hair loss"), fatigue ("fatigue"), the second episode of migraine ("migraine headache") and vaginal discharge ("vaginal discharge") and was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), bacterial vaginosis ("bacterial vaginosis"), fungal infection ("yeast infection") and vaginitis ("vaginitis"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, vaginal infection, uterine leiomyoma, abdominal distension, weight fluctuation, alopecia, fatigue, bacterial vaginosis, fungal infection, vaginitis, the last episode of migraine and vaginal discharge outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, abdominal pain lower and back pain had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, bacterial vaginosis, device expulsion, dysmenorrhoea, fatigue, fungal infection, heavy menstrual bleeding, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, the first episode of migraine, vaginitis and the second episode of migraine to be related to essure. The reporter commented: 4 coils on the left & 3 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2021: pif received. Date of removal updated. We received a lot number. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of essure device') in an adult female patient who had essure (batch no. 787223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal itching, vulvovaginitis, uterine bleeding, dysuria, absence of menstruation, sexually transmitted infection, thyroidectomy and appendectomy. Concomitant products included ethinylestradiol;levonorgestrel (aviane) from 2009 to 2011, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2012 to (B)(6) 2013 and sumatriptan (imitrex) since february 2019. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), the first episode of migraine ("migraine headache"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), abdominal distension ("bloating"), weight fluctuation ("weight fluctuations"), alopecia ("hair loss"), fatigue ("fatigue"), the second episode of migraine ("migraine headache") and vaginal discharge ("vaginal discharge") and was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), bacterial vaginosis ("bacterial vaginosis"), fungal infection ("yeast infection") and vaginitis ("vaginitis"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, vaginal infection, uterine leiomyoma, abdominal distension, weight fluctuation, alopecia, fatigue, bacterial vaginosis, fungal infection, vaginitis, the last episode of migraine and vaginal discharge outcome was unknown and the vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea, abdominal pain lower and back pain had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, bacterial vaginosis, device expulsion, dysmenorrhoea, fatigue, fungal infection, heavy menstrual bleeding, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, the first episode of migraine, vaginitis and the second episode of migraine to be related to essure. The reporter commented: 4 coils on the left & 3 coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 19-apr-2013: total bilateral occlusion. Lot number: 787223 manufacture date: 2010-09 expiration date: 2013-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.